Event description:
It was reported that when the technologist was positioning the c-arm at a 90 degree angle it was moving back uncommanded to a 40 degree angle. The technologist was then unable to move the c-arm at all. No injury reported. A field engineer was dispatched to the site and it was determined that the rotation switch was binding and needed to be adjusted. Once this was completed the system was working as intended.